Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Event description:
It was reported that during the surgery when t2 was tried to be deployed, it seems that was already deployed. Back-up device was used to complete the surgery with no problem reported. No patient injury or significant delay was reported. T1 was removed from the patient.